Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 13 colony forming units (cfus) of coagulase negative staphylococcus and corynea saprophyticus in the distal end. The scope was retested 8 days later and was positive for over 230 colony forming units (cfus) of an unspecified microorganism in the channels and an undetermined amount of an unspecified microorganism in the distal end. The scope was tested again 14 days later and was positive for an undetermined amount of blastomonas sp and coagulase negative staphylococcus and 3 cfu of enterobacter cloacae in the distal end and an undetermined amount of blastomonas sp, sphingomonas sp et bacillus sp in the channels. The scope was tested a final time ten days later and was positive for an undetermined amount of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: all channels, cfu: 4 cfu/endoscope (3 cfu/100ml), bacterial identification: pseudomonas spp., micrococcaceae. Sampling from: distal end channel, cfu: 1 cfu/endoscope (2 cfu/100ml), bacterial identification: micrococcaceae. Sampling from: total, cfu: 5 cfu/endoscope (3 cfu/100ml), bacterial identification: micro-organisms revivable at 30. Sampling date: (B)(6) 2024, sampling from: biopsy channel, cfu: 1 cfu/endoscope (3 cfu/100ml), bacterial identification: staphylococcus coagulase negative. Sampling from: suction channel, cfu: <1 cfu/endoscope (<1 cfu/100ml), bacterial identification: n/a. Sampling from: air/water channel, cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling from: distal end. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: bacillaceae/ sampling from: total, cfu: 1 cfu/endoscope (2 cfu/100ml), bacterial identification: micro-organisms revivable at 30. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested, after reprocessing in accordance with the instructions for use (IFU), and before repair, no bacteria were detected. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.